Event description:
During cardiopulmonary bypass, the device unexpectedly, and continuously displayed a "check sensor" alarm. There was no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusion drawn.